Event description:
Falsely elevated advia centaur ca 19-9 results were obtained on a patient sample and considered discordant when compared to another ca19 -9 test method and the patient's clinical picture. There was no report of adverse health consequences due to the discordant ca19-9 results.

Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results is unknown. A siemens technical application specialist (tas) performed repeat ca 19-9 testing on another system with a different reagent lot and the result was equal. The IFU states in the limitation section: "the concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturer's assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results". No further evaluation of the device is required.